Event description:
It was reported that the user¿s ilet was not delivering insulin and they believed it required an iphone to do so; review of the ilet showed an infusion set occlusion active for several hours, insulin delivery was resumed, and all infusion supplies were subsequently changed after the user noted possible tubing leakage near the connector. Symptoms included elevated blood glucose, with a reported high of 250 mg/dl and levels remaining elevated for approximately 3 to 4 hours, without other symptoms. Outcomes included recovery after resuming delivery and changing the infusion set, without outside assistance or medical intervention. Investigation included user troubleshooting, education on safe priming practices off-body, tubing inspection for drops, and supply replacement. Investigation of this case revealed an occlusion of the infusion set and possible tubing integrity concern that resolved only after changing supplies, consistent with an infusion set delivery problem. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.